Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a proglide device after an electrophysiology interventional procedure using an 8f sheath. Reportedly, the foot did not retract into the closed position when the lever was pulled. The device was stuck in the patient. The physician removed the handle tops with hemostats and manually pushed the actuator wire to close the foot. The device was successfully removed. Hemostasis was achieved using the suture from the proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.